Event description:
Additional information received via the patient's attorney reported the patient intends to bring a claim against the manufacturer for breach of warranty regarding their spinal cord stimulator.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) would not come on or take a charge. It would not take a charge in (B)(6) 2014. In (B)(6) 2015 a manufacturing representative (rep) met with him in the lobby of a hospital. The rep could not get a response and told the patient that it was on a list of recalled batteries. The rep also told him that they would find a doctor to change it out but the patient had not heard from the rep. It was later reported that there were no memories or records of any reps meeting this patient. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an attorney representing an individual who claims to have suffered unspecified breach of warranty damages due to what is alleged to be a ¿defective stimulator.¿ the attorney further claimed the patient was told the implantable neurostimulator (ins) had a ¿9-year device life,¿ and further claims the ins ¿failed well before the expiration of nine years.¿

Manufacturer narrative:
Concomitant medical devices: product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted:(B)(6) 2007, product type: lead.